Event description:
It was reported that a hydroview intraocular lens was implanted approximately 14 years ago in (B)(6) and has recently subluxated inferiorly. According to the surgeon haptic either eroded through the capsule or, if it was originally placed in the sulcus, it eroded through zonules. The patient was lost to follow up. No additional information is available.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.